Manufacturer narrative:
Device evaluation/analysis: the reported air entry into the tubing, via the vent, is acknowledged. The mechanism of the entry is indeterminate. A revision to the product to include a tethered cap will prevent such observations. This revision is underway. Unless substantially significant info becomes available, this contitutes a final report.

Event description:
It was reported that two hours after start of a transfusion through the device, air was seen in the line below the filter air vent. Blood stopped and air started to empty drip chamber.